Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure the active blade broke off and fell into the patient using two of the devices. They removed the blades through the trocar. It is unknown if any metal was contacted. There were no error codes displayed. They removed the device blades through the trocar. They completed the procedure with a third new like device. There was no patient consequence reported. The devices were discarded.